Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary bioprosthetic valve, the outside of the valve box was visually inspected. The expiration date, box seal, and temperature indicator were all noted to have appeared normal, and the box looked completely intact. Subsequently, the seal was opened and dried liquid substance was noted on the valve jar and at the material the valve sits in. Both yellow cap seals were intact. There was only approximately 50% of glutaraldehyde solution covering the valve inside of the jar, as the other 50% had leaked out. A new valve was opened and implanted in the patient. No adverse patient effects were reported. Additional information was received which indicated that the bottom of the valve jar was broken upon opening the box.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary bioprosthetic valve, the outside of the valve box was visually inspected. The expiration date, box seal, and temperature indicator were all noted to have appeared normal, and the box looked completely intact. Subsequently, the seal was opened and dried liquid substance was noted on the valve jar and at the material the valve sits in. Both yellow cap seals were intact. There was only approximately 50% of glutaraldehyde solution covering the valve inside of the jar, as the other 50% had leaked out. A new valve was opened and implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A manufacturing assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the information available for this event, at this time, a definitive root cause could not be determined. Quality records show no evidence that the valve jar had a solution leak prior to releasing the product and product arrived damaged for analysis, therefore, a leak test was not performed. The review of the device history record and packaging lot records found no abnormalities during the assembly of the primary packaging or the secondary packaging of the product that would cause or contribute to the reported event. There were no adverse patient effects because of this incidence. As the jar and packaging passed all inspections prior to release, it is unlikely that the jar damage and resulting solution leak was the result of the manufacturing process. Exactly when the damage to the jar occurred cannot be determined from the available information. It was reported that the jar was broken upon opening of the box. It is possible that the damage occurred during distribution or storage. Ultimately, the valve was discarded and made no contact with the patient. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9. Device return updated e. Initial reporter updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex in its original packaging box seal broken. Amber discoloration suggestive of glutaraldehyde residue was found on the packaging. The side and bottom of the jar was broken. Images of the returned device were provided. The temperature indicator was assessed for cold-trigger activation. The spring was not released on the temperature indicator; therefore, the cold trigger was not activated. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.